Event description:
During this reported implant attempt, the utilized device stylet disassembled into component pieces which lead to difficulties while operating the fixation mechanism of the device.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united stated FDA issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusions: the analysis confirms the issue as reported by the physician. The straight stylet packaged with the stelix ii brf 25d lead was determined to not have benefited from the corrective actions established to avoid disassembly of the easyturn stylet handle components prior to use. This disassembled stylet was determined to not have been 9n pull tested.